Manufacturer narrative:
It was reported that nihon kohden sensor provided a low spo2 reading. The expected spo2 reading is 89; however, the device provided a value of 40. Steps were taken to resolve the issue by educating the customer on sensor placement, review of nk spo2 alarm settings along with avg. Time and sensitivity. Review of parameters to validate accurate reading pulse rate and perfusion index. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
It was reported that nihon kohden sensor provided a low spo2 reading. The expected spo2 reading is 89; however, the device provided a value of 40. No consequence or impact to patient.

Manufacturer narrative:
Details of the complaint on (B)(6) 2018, nka employee tim larson reported concerns at kaweah delta dist. Hosp., of which the most urgent issue was dissatisfaction in the nicu. The hospital performed testing to compare nk spo2 readings of the bsm-6300a (mu-631ra) with masimo radical 7 using calibration device. On one patient, the nk product gave spo2 reading of 84% while masimo gave reading of 93-94%. Other patients showed similar discrepancies, but the highest was 10%. Service requested troubleshooting/assistance service performed per jack malizzi, nk regional nurse executive: during my time in the nicu I did not see a nonvalid reading. Zero babies had been placed on the massimo portable monitors. All nurses reported the same issues with vague reports of the spo2 not reading correctly. Truly unable to validate the concern but did see poor placement of the spo2 likely due to the spo2 sensor not fitting the infants foot. I did validate the lack of ability of the nurses to change the site with a single probe due to lack of adhesion once the sensor was moved, a new sensor was required. Multiple unsuccessful attempts were made to follow up for additional information. Missing information/required information the device information associated with the complaint file is not entered in the "product" field. This is a known issue and CAPA 18-033 has been opened to address this. Investigation result the issue of incorrect spo2 readings was not reported against a specific unit but for the bsm-6300a units in the nicu department. Using a calibration device, the nk device was found to be within 1 point of the calibrated reading. This suggests the reported issue may be due to other factors not relating to device deficiency, such as use of incorrect probe, or probe placement. While onsite, nka employee was unable to confirm the customer concerns as he did not see a nonvalid reading. There was observed poor placement of the spo2 which is likely due to the spo2 sensor not fitting the infant's foot. The spo2 probe in use by customer (tl-274t3) is a disposable probe intended to be used for infants between 3-20kg. The recommended attachment site for this probe is on the finger or toe. In the nicu department, it is possible that use of the tl-273t or tl-273t3 probe is more suitable, as it is intended for neonates 3kg or less. The recommended attachment site for this probe is the instep and sole. Spo2 probe operator's manual also advises that should customer need to reattach the probe on the skin, a new probe should be used when adhesiveness is weak. Bsm units were not confirmed to provide inaccurate readings, nor were returned to nka for further evaluation. It is unclear whether correct probes were used per patient weight. Further information is not available due to lack of response. From the information available, the root cause could not be determined. Sensor model: tl-274t3 UDI #: (B)(6). Device not returned approximate age of device: unknown. Device manufacturer date: unknown.

Event description:
It was reported that nihon kohden sensor provided a low spo2 reading. The expected spo2 reading is 89; however, the device provided a value of 40. No consequence or impact to patient.